Event description:
It was reported that patient underwent a right total knee arthroplasty on an unknown date. Subsequently, patient was implanted with a transdermal compress on an unknown date. A revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
It was reported that a patient underwent a right femoral transdermal compress arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 due to periprosthetic fracture caused by patient fall. The cps anchor plug, nut and pin were removed and replaced. Another revision procedure has been indicated due to bone loss, erosion, swelling and poor fit; however, no revision procedure has been reported to date. Additional information received reported that a future transdermal compress revision procedure has been indicated due to fractured anchor plug. No revision has been reported at this time.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 3 MDR's filed for the same patient (reference 1825034-2014-06923 & 08002 / 08003). This report is number 1 of 3 MDR's filed for the same patient (reference 1825034-2014-06923 /-08002 /-08003).

Event description:
It was reported that patient underwent a right total knee arthroplasty on an unknown date. Subsequently, patient was implanted with a transdermal compress on an unknown date. A revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date. Additional information received noted patient underwent a custom procedure on (B)(6) 2012 due to an unknown reason. Subsequently, patient was revised on (B)(6) 2013 due to an unknown reason. A further revision procedure has been indicated due to bone loss, erosion, swelling and poor fit; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 12 states, "intraoperative or postoperative bone fracture and/or intraoperative pain"

Event description:
It was reported that a patient underwent a right femoral transdermal compress arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 due to periprosthetic fracture caused by patient fall. The cps anchor plug, nut and pin were removed and replaced. Another revision procedure has been indicated due to bone loss, erosion, swelling and poor fit; however, no revision procedure has been reported to date.